Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the output connector was broken and could not be connected due to excessive stress. Additional evaluation findings are as follows: 1.) Excessively applied thermal paste; 2.) Power switch noted sticking due to presence of foreign material; 3.) Front panel noted broken at bottom of scope socket. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report of a "crack in the front face where the plug goes in." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that the output connector was broken and could not be connected. This report is submitted due to the broken output connector.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope socket's locking mechanism was broken. However, definitive root cause of the connector issue could not be determined. Olympus will continue to monitor field performance for this device.